Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple no delivery alarms. Troubleshooting was performed. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with fixed prime and they stated that the insulin exited. The customer was advised that there may be a site/set occlusion. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.